Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that a calibration failure occurred frequently. No other details regarding the nature of the event were provided.